Event description:
"Caller alleged discrepant results compared with the lab. Results as follow:" in 2009: inratio 4.2, lab 2.8.

Manufacturer narrative:
In 2009 - discrepant results (accuracy) comparison of inratio test lab results provided by end-user at time complaint was filed: set 1, meter 4.2, inr lab 2.8, inr mean 3.5, confidence limits 2.0-5.0. Pt stated the lab and meter tests were done at the same time. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Per info received at time of customer call, no product is expected to be returned. As at about 2 days later, 9 discrepant results complaints were reported for lot #080785 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by a qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required as no product deficiency was established.